Manufacturer narrative:
The device ws not returned to zoll medical for eval. The device was returned to a third-party biomedical company by the technical service department. The malfunction was attributed to the device's bridge cap assembly. The malfunction was resolved by replacing the bridge cap assembly. Upon receipt of the bridge cap assembly at zoll medical's corporate technical service department, root cause analysis shall be performed. A supplemental report shall be filed at that time.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "bridge test failed" message. Complainant indicated that there was no pt involvement in the reported malfunction.